Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on her left side on or about (B)(6) 2007. Patient experienced increased pain and lack of mobility in her groin and left hip, chronic inflammation of her left hip, loss of synovial lining of the left hip and a pseudotumor in left hip. Patient was revised on (B)(6) 2009.

Manufacturer narrative:
Patient fact sheet (pfs) form received that provided part/lot information. There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.